Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and r-wave amplitude. A complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, and the helix extended and covered with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The reported event of inadequate capture and r-wave amplitude were not confirmed. Final analysis found no indication of conductor fractures but did find an internal short consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold upon interrogation. Imaging confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead was dislodged resulting in low r waves sensing in (B)(6)2024. The rv lead was revised and remained implanted on (B)(6) 2024.